Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have multiple numbers of "upstream occlusion (uso)" alarms. Additionally, during occlusion testing there was "upstream occlusion" alarms without an occlusion present. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was up stream occlusion during volume test when there was not any occlusion. This occurred on multiple sets. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.